Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 422 mg/dl, at the time of incidence. Customer reported that they had leakage at the set and they did changed the set already. The insulin pump will not be returned for analysis.